Event description:
It was reported that segms showed non-physiologic activity. The noise could not be recreated clinically. Bipolar lead impedance was 250-270 ohms. Unipolar lead impedance was 272 ohms. The device was left in bipolar pace and sense.